Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed the lead was stretched and the outer insulation was breached/cut with blood also noted in the helix mechanism.

Event description:
It was reported during the implant procedure, that the lead data showed periodic slow ventricular escape rhythms (no pacing) which worsened when the physician moved the pocket. The physician pressed the pocket again and noise showed on the ECG "probably due to oversensing". The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.